Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. A minor injury, "scratched the left cheek," occurred. Consumer alleges that toothbrush shocked him.

Manufacturer narrative:
The head was manufactured at the following location: contract MFR. (B)(4).